Event description:
The patient received two leads with the same lot number. It was reported patient was not receiving effective therapy. As a result, surgical intervention was undertaken and during preoperative testing, one lead revealed invalid impedance. The lead was explanted and replaced; however, the patient was not satisfied with the pain relief. Therefore, the physician electively explanted the entire scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.